Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient participated in a clinical trial and underwent a sleeve gastrectomy procedure on (B)(6) 2021 and barbed suture was used to reinforce the staple line. The patient developed gerd requiring omeprazole. Severity: mild. Is the adverse event serious? No. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no . Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention: no . Relationship to study device: possible. Relationship to primary study procedure: probable. Outcome: recovering/resolving.